Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #2134265-2016-00757. (B)(6) clinical study. It was reported that insufficient apposition of the stent occurred. In (B)(6) 2013, the patient presented due to myocardial infarction (mi) and unstable angina and was subsequently referred for cardiac catheterization. The following day, the index procedure was performed. The target lesion was a de novo long lesion extending from mid left anterior descending (lad) artery to distal lad with 99% stenosis and was 25mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.75mm x 38mm and 3.00mm x 38mm promus element plus stents; however, there was under expansion noted. Kissing balloon angioplasty and post-dilatation with a 3.5mm quantum balloon was then performed with excellent results and residual stenosis was 0%. The following day, the patient was discharged on aspirin and prasugrel.